Event description:
It was reported during the procedure to implant an scs lead, the plastic sheath of the tunnelling tool became wrinkled and broken (spain). No further information regarding the procedure is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.